Event description:
Et tube checked prior to placement, cuff noted to inflate and air was removed. While pt was intubated, et became loose. Check bulb was not tight with air. Four cc air was added. Later, bulb again not full of air. Compliance becoming worse and tube was replaced. After return to ambulance, base crew again checked tube and it would not hold pressure.